Event description:
It was reported that the patient implanted with this right ventricular (rv) lead complained of the device pocket being tender to the touch, and that there is a bump at the device site. Boston scientific technical services were consulted and recommended that the patient follow-up with their physician as this could be a sign of infection/erosion. No further information has been provided at this time. This device remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).